Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder. The patient "failed inpatient trial void on postop day one" and was "discharged home with indwelling foley catheter." The patient was then seen in a follow-up and "failed trial void. Pvr of 253cc." The patient was "taught clean intermittent catheterization (cic)" and "is to maintain a voiding diary." The physician noted that patient was spoken to on (B)(6) 2015. The patient stated that she "stopped cic yesterday" as her spontaneous voids were between 150cc-200cc's. The patient "did not catheterize for residual as instructed." There was no "c/o urinary retention. Distention". The event is considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event. Related to manufacturer report # 2183959-2015-00252.